Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that patient underwent division of sling on (B)(6) 2015. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent attempted lavh/bso converted to tah/bso due to sui, postmenopausal bleeding and presumed dermoid cyst of right ovary. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence and dyspareunia. It was reported that patient underwent laparoscopic lysis of adhesions and cholecystectomy in (B)(6) 2010 due to abdominal pain. It was reported that patient underwent lysis of adhesions with enterotomy x2, small bowel resection and primary anastomosis on (B)(6) 2011 due to chronic abdominal pain and recurrent partial small bowel obstruction. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.